Event description:
The customer reported, the unit went vent inop during operation. It is unk if the device was in use when the vent inop occurred, however, there was no reported pt harm. Vent inop, when in use. Will stop providing ventilatory support to the pt. The respironics svc tech was unable to duplicate the reported vent inop condition, but confirmed a diagnostic code in log history indicating a vent inop occurred due to a pressure sensor failure. Applicable testing was performed, and all tests passed per operating specifications.

Manufacturer narrative:
Na.